Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the needle cartridge after observing a bent needle. The root cause was determined to be a bent needle. If needle is bent, it may not retract properly within bellows thus creating a leak in this area.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak in the needle bellows area of the coulter hmx autoloader instrument. There was no death or injury and medical attention was not sought.